Manufacturer narrative:
Received one used 011-c3302 ext set for inspection. No defects or anomalies noted. The connection of the male luer to an ICU medical provided female luer was functionally tested and found to have met performance expectations. The male luers were measured and found to be iso compliant. The reported complaint could not be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Section e additional contact: (B)(6).

Event description:
The complaint/event involved a ext set, smallbore with clave¿. It was reported that the device does not connect tightly and the tubing popped off during a patient's infusion of an unspecified infusate; however, there was no medication involved. There was no concomitant drug and no concomitant device. There was no specific physical damage noted on the set. The set was replaced and therapy resumed without any problem. There was no leakage, no any unprotected chemotherapy exposure to the patient, health care worker or other personnel, no interventions done due to spillage, no chemo spill was cleaned up per facility protocol, and no spill kit used. The set was replaced and therapy resumed without any problem. There was no adverse event/patient harm and no delay in critical therapy.